Manufacturer narrative:
Multiple uses of usb devices (usb sticks, dvd, etc.) On the control panel while transferring via wi-fi. The blue screen is most likely due to a power limitation of the control panel. The wi-fi dongle is located inside the control panel. The wi-fi dongle is attached to the usb hub in the control panel.. The usb hub cannot provide enough power to the wi-fi dongle. If there is not enough power the usb dongle ill shut off, ms windows device driver will lose the connection and throws a blue screen.

Event description:
The investigation revealed that the system locked-up with a blue screen. Patient's studies are lost and studies need to be repeated. It can happen at any time, including during an exam. The user would be required to reboot, but also the images may not have transferred due to the loss of the wi-fi connection.

Manufacturer narrative:
(B)(4). The device referenced in this report was evaluated at the user facility and it was found that the system had locked up with intermittent blue screen. The savelog was reviewed and it was found that the root cause of the reported event was insufficient power to the usb port. The issue was corrected with the cp6 design modification which supplies additional power to the usb port.

Event description:
It was reported that the system locked-up during a transesophageal echocardiography (tee) procedure. The user rebooted the system and the intended procedure was completed. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted because upon review of the first supplemental report, it was reported that the issue occurred during a transesophageal echocardiography (tee) procedure. There was no tee mentioned in the complaint file.